Event description:
New information notes that the lead was capped and replaced on (B)(6) 2019. The procedure also addressed an additional issue of lead over-sensing. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a right ventricular lead that was exhibiting noise. Upon clinical device check-up physician found lead also exhibited loss of capture and high amplitude variation. Physician decided that reprogramming was not a viable option for this case. Physician has planned to do a lead replacement. No intervention was reported. No symptoms reported.